Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted into the hospital from an acute rehabilitation center a week prior for syncope which was related to low hgb/melena (hgb was 5.7). The patient was transferred to intensive care unit, as his blood pressure was in the 40's and pressors were started. The patient is now stable. It was reported that the patient had arteriovenous malformations (avms) in the small bowel and stomach, causing a gi bleed. The gastrointestinal group performed "clipping." Currently there is no "active bleeding." It was also reported that the patient has a history of avms and was cauterized prior to this pump being implanted. The patient is being monitored.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.